Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty removing a cartridge from the pump. Customer's blood glucose (bg) level was over 600 mg/dl. Customer delivered a manual injection to address bg level. Reportedly, the customer attempted to load a reused cartridge to resolve issue. Tandem technical support educated the customer on off label usage.